Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported stimulation has not been effective for the past 2 years. As a result, surgical intervention may be considered as the next course of action.